Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels ranging from 24-28 (mg/dl); cause was unknown. Carbohydrates were consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 41 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2018 between (B)(6)am and (B)(6)am. Continuous glucose monitor (cgm) alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user had not unlocked the pump since (B)(6)pm on (B)(6)2018. The user received a cgm alert indicating cgm trend was falling at (B)(6)pm but no adjustments were made. The user¿s basal continued until the auto-off safety feature stopped delivery at (B)(6)am. Low bg levels were recorded by cgm during the night of 09/13/2018 and into the early morning of (B)(6)2018. At (B)(6) on (B)(6)2018 pm the user entered a bg value of 132 mg/dl while cgm reading recorded 46 mg/dl. Immediately following the user delivered a 1.51 unit bolus 37 grams of carbohydrates and a bg of 81 mg/dl while still having 1.61 units of insulin on board (iob). The cgm readings recorded remained at 40 mg/dl until the connection was ended at (B)(6)am on (B)(6)2018. The user requested and delivered a 7.04 unit bolus at (B)(6)am on (B)(6)2018 for a bg of 162 mg/dl and 60 grams of carbohydrates. It is possible the user¿s cgm was not accurate or out of range. There were no erratic basal rate adjustments. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.